Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for trochanteric fracture of femur. The reduction position became valgus, but it was fixed. The surgery was completed with no surgical delay. After the surgery, the patient was undergoing rehabilitation. Around (B)(6) 2021, cut-out occurred. That surgery was recommended, and the surgery performed on (B)(6) 2021. During the surgery, the blade caused inappropriate sliding, and the fracture site became pseudarthrosis. The bone head was rotated and dislocated half a year later, resulting in cut-out. No further information is available. This complaint involves five (5) devices. This report is for (1) tfna helical blade 85mm sterile. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.038.000s, lot: 3l33925, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 20 feb 2019, expiration date: 01 feb 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for trochanteric fracture of femur. The reduction position became valgus, but it was fixed. The surgery was completed with no surgical delay. After the surgery, the patient was undergoing rehabilitation. Around (B)(6) 2021, cut-out occurred. That surgery was recommended, and the surgery performed on (B)(6) 2021. During the surgery, the blade caused inappropriate sliding, and the fracture site became pseudarthrosis. The bone head was rotated and dislocated half a year later, resulting in cut-out. No further information is available. This complaint involves five (5) devices. This report is for (1) tfna helical blade 85mm sterile. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.038.000s, lot: 3l33925, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 20 feb 2019, expiration date: 01 feb 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.